Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a "change sensor" alert only 4 days after inserting sensor. Customer's blood glucose was 143 mg/dl. After troubleshooting, customer was advised to remove and change sensor. Customer removed sensor and found that cannula was cut in half. Customer was advised that sensor would be replaced.